Event description:
During monitoring of an anesthetized patient, an anesthesia machine co2 monitor alarmed for occluded sample tubing. The sample tubing was replaced. The monitor continued to alarm and was replaced with a backup co2 monitor. The backup monitor also alarmed for occluded sample tubing. It was eventually determined that the new sample tubing was defective, as were other sample tubing lines coming directly out of the packaging.